Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Further evaluation of the lead was completed in clinic and all observed measurements were found to be within normal limits. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).